Event description:
Leaking of tubing at luer lock connector when attached to the primary tubing. This happened on about every 5th tubing used. Replaced the connector that came in the tubing with same kind of connector. Bought in bulk. No further leaking problems.